Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01757. This report is being submitted as additional information. Approximate age of device- 20 days. Manufacture investigation conclusion: a specific cause for the elevated ldh cannot be conclusively determined. Review of the log files provided by the account confirmed low speed events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, the log file showed elevations in pump power and estimated flow. The elevations appeared to take place during pi events. No other atypical alarms were captured throughout the log file. The patient is currently stable and pump parameters are within normal range. The patient remains ongoing on vad support. The heartmate ii left ventricular assist system instruction for use (IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with hemolysis. Lactate dehydrogenase (ldh) had been trending upward since the time of the event and reached a maximum of 2,591 u/l on (B)(6) 2018. Between (B)(6) 2018 and (B)(6) 2018, the patient's ldh fluctuated between 800-1100 u/l. The patient was experiencing transient increases in flow followed by stable periods at approximately 5.5-6 lpm. The cycle occurred every 1-2 minutes. The patient is currently stable at 452 u/l. Settings have returned to normal ranges with speed, flow, power & pulsatility index (pi) at 9000 rpm, 6 lpm, 5.8 watts & 4.7 respectively. The manufacturer's technical service representative reviewed the submitted log file and observed two low speed operations taking place on (B)(6) 2018 at 1:37 and (B)(6) 2018 at 21:28. During this time the patient¿s actual speed dropped below their low speed limit of 8600 rpm. Since the patient was recently implanted, the manufacturer's technical service representative suggested to continue monitoring the patient for further power and flow elevations. Multiple intermittent power and flow elevations were noted across (B)(6) 2018. These were associated with (pi) events. No additional information was provided.